Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6068691. Medical device expiration date: 2019-02-28. Device manufacture date: 2016-03-08. Medical device lot #: 5317745. Medical device expiration date: 2018-10-31. Device manufacture date: 2015-11-13. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd insyte¿ autoguard¿ shielded IV catheter the packages were prematurely opening. The premature packaging failure is leading to excessive waste costs because the catheters are pulled before they expire. There was no report of injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: lot analysis device/batch history record review: yes reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: as this complaint was a MDR; -DHR review was performed on the following lot numbers: 6068691 ¿ the lot number was packaged on packaging line 11 from march 17, 2016 thru march 21, 2016 and on packaging line 9 from march 21, 2016 thru march 21, 2016 5317745 ¿ the lot number was packaged on packaging line 9 from november 22, 2016 thru november 23, 2016. 4015852 ¿ the lot number was packaged on packaging line 11 from january 19, 2014 thru january 22, 2014. Packaging line 8 from january 22, 2014 thru january 24, 2014. 4071719 ¿ the lot number was packaged on packaging line 11 from march 18, 2014 thru march 19, 2014. 4078769 ¿ the lot number was packaged on packaging line 11 from march 26, 2014 thru march 28, 2014. 4098785 ¿ the lot number was packaged on packaging line 8 from april 11, 2014 thru april 16, 2014. Packaging line 11 from may 30, 2014 thru may 30, 2014. 4119705 ¿ the lot number was packaged on packaging line 11 from may 7, 2014 thru may 8, 2014. Packaging line 8 from may 8, 2014 thru may 12, 2014. 4128704 ¿ the lot number was packaged on packaging line 8 from may 12, 2014 thru may 13, 2014. Packaging line 11 from may 14, 2014 thru may 14, 2014. 4164998 ¿ the lot number was packaged on packaging line 9 from june 22, 2014 thru june 24, 2014. 4170923 ¿ the lot number was packaged on packaging line 9 from june 25, 2014 thru june 28, 2014. Packaging line 11 from june 28, 2014 thru june 30, 2014. 4248779 ¿ the lot number was packaged on packaging line 11 from september 14, 2014 thru september 17, 2014. Packaging line 9 from september 17, 2014 thru september 18, 2014. 4290691 ¿ the lot number was packaged on packaging line 6 from october 29, 2014 thru october 30, 2014. Packaging line 11 from november 5, 2014 thru november 6, 2014. 4321604 ¿ the lot number was packaged on packaging line 9 from november 19, 2014 from november 28, 2014. 5076640 ¿ the lot number was packaged on packaging line 8 from march 24, 2015 thru march 26, 2015. Packaging line 11 from april 1, 2015 thru april 1, 2015 and april 28, 2015 thru april 28, 2015. 5203567 ¿ the lot number was packaged on packaging august 2, 2015 thru august 3, 2015. Packaging line 8 from august 6, 2015 thru august 6, 2015. 5219914 ¿ the lot number was packaged on packaging line 11 from august 13, 2015 thru august 14, 2015. Packaging line 8 from august 16, 2015 thru august 19, 2015. 5243911 ¿ the lot number was packaged on packaging line 9 september 9, 2015 thru september 11, 2015. 5252611 ¿ the lot number was packaged on packaging line 8 september 15, 2015 thru september 16, 2015. 5264830 ¿ the lot number was packaged on packaging line 9 from september 27, 2015 thru september 28, 2015 and october 27, 2015 thru october 28, 2015. 5282806 ¿ the lot number was packaged on packaging line 9 from october 23, 2015 thru october 25, 2015. 5287843 ¿ the lot number was packaged on packaging line 9 from october 25, 2015 thru october 28, 2015. 5308755 ¿ the lot number was packaged on packaging line 11 from november 18, 2015 thru november 21, 2015. Packaging line 9 from november 23, 2015 thru november 25, 2015. 5314982 ¿ the lot number was packaged on packaging line 9 from august 2, 2015 thru august 3, 2015. Packaging line 8 from december 16, 2015 thru december 16, 2015. 6095568 ¿ the lot number was packaged on packaging line 9 from april 11, 2016 thru april 15, 2016. 6109763 ¿ the lot number was packaged on packaging line 9 from april 26, 2016 thru april 29, 2016. Packaging line 8 from april 26, 2016 thru april 30, 2016. 6146741 ¿ the lot number was packaged on packaging 9 from june 3, 2016 thru june 5,2016. 6165603 ¿ the lot number was packaged on packaging line 8 from june 22, 2016 thru june 25, 2016. Packaging line 9 from june 25, 2016 thru june 27, 2016. 6210734 ¿ the lot number was packaged on packaging line 8 from august 5, 2016 thru august 7, 2016. Packaging line 9 from august 8, 2016 thru august 9, 2016. Packaging line 8 from september 14, 2016 thru september 14, 2016. 6253739 ¿ the lot number was packaged on packaging line 11 september 18, 2016 thru september 20, 2016. Packaging line 8 from september 20, 2016 thru september 23, 2016. Packaging line 9 from september 23, 2016 thru september 24, 2016. 6264683 ¿ the lot number was packaged on packaging line 9 from september 24, 2016 thru september 27, 2016. Packaging line 8 from september 27, 2016 thru september 28, 2016 and december 7, 2016 thru december 7, 2016. 6295831 ¿ the lot number was packaged on packaging line 9 from october 30, 2016 thru october 31, 2016. 6363904¿ the lot number was packaged on packaging line 11 from january 27, 2017 thru january 28, 2016. Packaging line 9 from january 28, 2017 thru january 29, 2016. The review of the DHR¿s it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set-up and in process samples (included but not limited to) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for a s1 ¿ o1 level a investigation per ms-qs-083 visual analysis: received a total of 127 unused iag 20ga units in partially opened packages. One unit from the lot number; 4015852. Three units from the lot number; 4078769. Four units from the lot number; 4098785. Five units from the lot number; 4119705. Two units from the lot number; 4128704. Seven units from the lot number; 4164998. 15 units from the lot number; 4170923. Two units from the lot number; 4248779. Two units from the lot number; 4321604 four units from the lot number; 5243911. One unit from the lot number; 5252611. Two units from the lot number; 5282806. Two units from the lot number; 5287843. Six units from the lot number; 5308755. One unit from the lot number; 5314982. Eight units from the lot number; 6095568. Four units from the lot number; 6109763. 13 units from the lot number; 6146741. 19 unit from the lot number; 6165603. Three units from the lot number; 6253739. One unit from the lot number; 6264683. Eight units from the lot number; 6363904. Visual/microscopic examination: the packages were partially opened at both ends, top or the bottom of the blister packs on the following lot numbers: 4015852, 4078769, 4098785, 4119705, 4128704, 4164998, 4170923, 4248779, 4321604, 5243911, 5252611, 5282806, 5287843, 5308755, 5314982, 6095568, 6109763, 6146741, 6165603, 6253739, 6264683 and 6363904. Note: the product characteristics require a minimum of 1/8¿ seal transfer. Per observation of the photos provided this characteristic was met. In addition, the bottom web in the photos revealed evidence of adequate transfer (adhesive) from the paper top web at the open seals and partially open seals of the packages (blister packs). The key variables that affect seal strength are: seal transfer/width and paper top web glue. Both variables were included in the observations observations and testing could not be performed because units were not received for the following lot numbers: 4071719, 4290691, 5076640, 5203567, 5219914, 5264830, 6210734 and 6295831. Note: the lot number that start with ¿4¿ are passed the expiration date. Test description: method no.: results: visual photos n/a see observations and testing investigation samples(s) meet manufacturing specifications: yes: the returned units provided for evaluation for this incident met the manufacturing specification requirements. Conclusions: the defect package seal integrity poor/questionable as stated in the description of the complaint was confirmed with the returned units. Even though there were samples that were returned partially opened, all the processes characteristics that directly influence the seal strength were observed to be within specification. No anomalies were found. Did the evaluation confirm the customer's experience with the bd product? Yes; the customer experience was confirmed based on the evaluation that was performed on the returned units. Were we able to reproduce the customer's experience with the bd product? No; it was not necessary to achieve reproduction of the customer¿s experience, as the defect was confirmed. Was the device used for treatment or diagnosis? Treatment investigation conclusion: relationship of device to the reported incident: indeterminate comment: although the packages were observed to be partially opened, there was no physical evidence to confirm or to support manufacturing process related issues for the defect.

Manufacturer narrative:
Investigation summary: bd received picture samples from the customer in support of this complaint. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the observed defect. Although the packages were observed to be partially opened, there was no physical evidence to confirm or to support manufacturing process related issues from the provided pictures, therefore, a root cause could not be determined. Proper personnel have been notified of this issue for further review. Device/batch history record review: yes reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: as this complaint was a MDR; -DHR review was performed on the following lot numbers: 6068691 ¿ the lot number was packaged on afa packaging line 11 from march 17, 2016 thru march 21, 2016. Packaging line 9 from march 21, 2016 thru march 21, 2016 5317745 ¿ the lot number was packaged on packaging line 9 from november 22, 2016 thru november 23, 2016. The review of the DHR¿s it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set-up and in process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for a s1 ¿ o1 level a investigation per (B)(4) visual analysis - observations: although observations and testing could not be performed because a sample was not received for investigation, there were photos submitted that were reviewed. The product characteristics require a minimum of 1/8¿ seal transfer. Per observation of the photos provided this characteristic was met. In addition, the bottom web in the photos revealed evidence of adequate transfer (adhesive) from the paper top web at the open seals and partially open seals of the packages (blister packs). The key variables that affect seal strength are: seal transfer/width and paper top web glue. Both variables were included in the observations investigation samples(s) meet manufacturing specifications: yes: although the packages were partially open at the top; the photos evaluated for this incident revealed the units to be acceptable per the manufacturing specification requirements. Conclusions: the defect package seal integrity poor/questionable, as stated as the reported code was confirmed based on the evaluation of the provided photos. Even though the packages came partially opened, all the processes characteristics that directly influence the seal strength were observed to be within specification specification. Investigation conclusion: relationship of device to the reported incident: indeterminate comment: although the packages were observed to be partially opened, there was no physical evidence to confirm or to support manufacturing process related issues for the defect. (B)(4) has been opened to investigate the package open seal defects and implement corrective actions.

Manufacturer narrative:
Additional information was received for the medical device lot number(s), device manufacturing date(s), and device expiration date(s). The following field(s) have been updated: medical device lot #: 4015852, medical device expiration date: 2017-01-31, device manufacture date: 2017-01-31. Medical device lot #: 4071719, medical device expiration date: 2017-03-31, device manufacture date: 2017-03-31. Medical device lot #: 4078769, medical device expiration date: 2017-03-31, device manufacture date: 2014-03-19. Medical device lot #: 4098785, medical device expiration date: 2017-04-30, device manufacture date: 2014-04-08. Medical device lot #: 4119705, medical device expiration date: 2017-05-31, device manufacture date: 2014-04-29. Medical device lot #: 4128704, medical device expiration date: 2017-05-31, device manufacture date: 2014-05-08. Medical device lot #: 4164998, medical device expiration date: 2017-06-30, device manufacture date: 2014-06-13. Medical device lot #: 4170923, medical device expiration date: 2017-06-30, device manufacture date: 2014-06-19. Medical device lot #: 4248779, medical device expiration date: 2017-09-30, device manufacture date: 2014-09-05. Medical device lot #: 4290691, medical device expiration date: 2017-10-31, device manufacture date: 2014-10-17. Medical device lot #: 4321604, medical device expiration date: 2017-11-30, device manufacture date: 2014-11-17. Medical device lot #: 5076640, medical device expiration date: 2018-03-31, device manufacture date: 2015-03-17. Medical device lot #: 5203567, medical device expiration date: 2018-06-30, device manufacture date:2015-07-22. Medical device lot #: 5219914, medical device expiration date: 2018-07-31, device manufacture date: 2015-08-07. Medical device lot #: 5243911, medical device expiration date: 2018-08-31, device manufacture date: 2015-08-31. Medical device lot #: 5252611, medical device expiration date: 2018-08-31, device manufacture date: 2015-09-09. Medical device lot #: 5264830, medical device expiration date: 2018-08-31, device manufacture date: 2015-09-21. Medical device lot #: 5282806, medical device expiration date: 2018-09-30, device manufacture date: 2015-10-09. Medical device lot #: 5287843, medical device expiration date: 2018-09-30, device manufacture date: 2015-10-15. Medical device lot #: 5308755, medical device expiration date: 2018-10-31, device manufacture date: 2015-11-04. Medical device lot #: 5314982, medical device expiration date: 2018-10-31, device manufacture date: 2015-11-10. Medical device lot #: 6095568, medical device expiration date: 2019-03-31, device manufacture date: 2016-04-05. Medical device lot #: 6109763, medical device expiration date: 2019-03-31, device manufacture date: 2016-04-19. Medical device lot #: 6146741, medical device expiration date: 2019-04-30, device manufacture date:2016-05-25. Medical device lot #: 6165603, medical device expiration date: 2019-05-31, device manufacture date: 2016-06-13. Medical device lot #: 6210734, medical device expiration date: 2019-07-31, device manufacture date: 2016-07-28. Medical device lot #: 6253739, medical device expiration date: 2019-08-31, device manufacture date: 2016-09-09. Medical device lot #: 6264683, medical device expiration date: 2019-08-31, device manufacture date: 2016-09-20. Medical device lot #: 6295831, medical device expiration date: 2019-09-30, device manufacture date: 2016-10-24. Medical device lot #: 6363904, medical device expiration date: 2019-12-31, device manufacture date: 2016-12-28.

Manufacturer narrative:
Additional information was received for the medical device lot number(s), device manufacturing date(s), and device expiration date(s). The following field(s) have been updated: medical device lot #: 4098785 . Medical device expiration date: 04/30/2017 . Device manufacture date: 04/08/2014